Manufacturer narrative:
E1: (B)(6). A philips field service engineer (fse) evaluated the device and could not confirm the alarm issue. Functional checks were performed on the monitors at beds 1, 2, 3, 4, without detecting problems. The device was found to be alarming correctly. The cables were found to have worn out sheath that leaves the internal cables in sight. The customer was advised to replace the cables. The device was confirmed to be operating per specifications. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint on the intellivue x3 indicating that no alarm starts and the ECG trace appears. The device was in use at the time of the event. No adverse event occurred.